Event description:
It was reported that the patient presented remotely via merlin. Net transmissions. Upon review of transmission, the implantable cardiac monitor (icm) was noted to exhibit incorrect measurement due to a diagnostic anomaly. The patient will be continued to be monitored by the clinic. No intervention was performed and no patient consequences were reported.